Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer was unable to see drips from infusion set. Reportedly, the customer had not securely connected the luer lock and insulin had leaked.